Manufacturer narrative:
The 3.01 pg/ml repeat result from the complained sample was reported outside of the laboratory. The customer has also provided data for a second patient sample that had and erroneous tnthsst on the e411 analyzer. The erroneous result was not reported outside of the laboratory. The sample, from a (B)(6) year old male patient, initially resulted as 24.99 pg/ml accompanied by a data flag on (B)(6) 2017. The sample was repeated on (B)(6) 2017, resulting as 7.98 pg/ml. The sample was also repeated on the e601 analyzer on (B)(6) 2017, resulting as 7.58 pg/ml. The repeat result from the e601 analyzer was reported outside of the laboratory. No alarms were generated on the analyzer during the event. No adverse events were alleged to have occurred with this patient. The tnthsst reagent lot number in use during this event was 176452. The reagent expiration date was asked for, but not provided. Refer to the attachment for all relevant data, history, and medications for this second patient.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Quality controls tested before and after the event are within range. The alarm trace was found to contain several liquid level detection errors from (B)(6) 2017. The cause of the event may be related to a hardware issue as evidenced by the measuring cell error and pinch valve tubing not being exchanged as recommended. The cause may also be related to pre-analytic sample handling, since several liquid level detection errors occurred.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs stat assay (tnthsst) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 16.14 pg/ml accompanied by a data flag. No alarms occurred on the analyzer at the time of initial measurement. The sample was repeated, resulting as 4.30 pg/ml. The sample was also repeated on a cobas 6000 e 601 module (e601), resulting as 3.01 pg/ml. The repeat result was reported outside of the laboratory. No adverse events were alleged to have occurred with the patient. The tnthsst reagent lot number was 13868402. The reagent expiration date was asked for, but not provided. A roche representative was investigating the event at the site and noted that a measuring cell alarm occurred on the analyzer the day after the event. The pinch tubings were replaced on the analyzer. The issue has not occurred again since replacement of the tubing.